Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure unstable thresholds and poor sensing were noted on the right atrial (ra) lead. Damage was also noted on the lead. The lead was attempted / not used and replaced. No patient complications have been reported as a result of this event.